Manufacturer narrative:
Examination was not possible, as the products were not returned. Depuy affiliate reviewed the device history records and stated the products were found within specification. Review of the sterile certs found no anomalies of contamination during the manufacturing and sterilization operations. Based on the investigation, the need for corrective action is not indicated. However, a statistical follow-up of these complaints for dislocation has been initiated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised due to infection.